Event description:
The patient experienced a series of catheter problems with associated withdrawal episodes (dates unknown). During the withdrawals he experienced priapism. The dose was tapered down and at the time of this report the patient had no intrathecal baclofen for 1092 hours. He was receiving oral baclofen. The patient wasn¿t sure he still wanted the pump and the hcp was removing the drug from the reservoir and considering turning the pump off. On (B)(6) 2014 the hcp reported that in regards to withdrawal symptoms, the patient experienced ¿very mild¿ increased spasms. The cause of the event was ¿possible¿ intrathecal baclofen (itb) withdrawal; the event was attributed to drug effects. It was further noted that it was ¿doubtful¿ the event was from itb withdrawal. The hcp indicated if it was withdrawal then it was mild; however the hcp was also questioning if it was due to anxiety about itb withdrawal. In addition to the baclofen (500 mcg/ml) administered via the pump, the patient was also receiving oral baclofen at the time of the event. No troubleshooting or intervention was taken; however they had planned to taper off itb. In regards to how the patient was doing n ow, it was noted that the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 8590-9, lot# n205124, implanted: (B)(6) 2009, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8590-1, lot# n172781, implanted: (B)(6) 2009, product type: accessory. (B)(4).